Event description:
A customer contacted beckman coulter (bec) to report high rbc and platelet (plt) results generated by a coulter lh 780 hematology analyzer on 5 patient samples. The customer also reported that the bsv (blood sampling valve) leaked approximately 5ml of diluted blood onto the table top. The results provided by the customer are shown in the attachment. Only one result had an instrument generated r flag for the plt parameter. Erroneous results were not reported outside of the laboratory. There was no injury or affect to patient treatment with regard to this event. The patient samples were run on the customer's other instrument where results were considered correct and reported out. Corresponding correct results were not provided by the customer.

Manufacturer narrative:
The customer noted that the bsv knob was loose. Bec cts (customer technical support) performed troubleshooting with the customer over the phone and had the customer tighten the bsv knob, run samples, and verify that the bsv no longer leaked. The customer reran samples and verified that all results matched the same samples run on their other instrument. These results were not provided by the customer. The cause of this event is attributed to a loose bsv knob.